Event description:
The report was received from global pharmacovigilance (gpv) during follow up with the peritoneal dialysis registered nurse (pdrn) on (B)(6) 2012 regarding an unrelated issue. During the conversation, it was reported that the patient was hospitalized in (B)(6) 2012 for peritonitis (onset date and causative organisms were unknown). In (B)(6) 2012, the patient was discharged from the hospital. Peritonitis was resolving. Pd was ongoing. The peritonitis was not related to the dianeal solution, any baxter device or disposable part. All available information was provided. The reporter had discussed the events with the patient's (B)(6) clinic and advised baxter to contact the (B)(6) clinic for any further information. Product surveillance contacted the peritoneal dialysis registered nurse (pdrn) at the (B)(6) clinic on (B)(6) 2012 for further information regarding peritonitis event. The following information was obtained from the pdrn. On an unreported date, the patient began apd therapy with a midday manual exchange. In (B)(6) 2012, the patient experienced peritonitis. The cause of the peritonitis was unknown. Per the nurse, the patient denied having a break in aseptic technique. In (B)(6) 2012, the patient was hospitalized for the peritonitis. While hospitalized, the patient began treatment with ancef intraperitoneally (ip) given with the patient's midday exchange. In (B)(6) 2012, the patient was discharged from the hospital. At the time of this report, the peritonitis was resolving. There was no disruption or action take to the patient's pd therapy. The nurse confirmed the peritonitis event was not related to the patient's solutions, disposables or device. No further information was provided.

Manufacturer narrative:
(B)(4). This is report 1 of 3. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, a sample is not available. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This report of peritonitis - no malfunction or use error is not confirmed and the cause was not identified because no sample was returned to baxter and the user did not describe any types of use errors or other issues that might have caused potential contamination. A review of all batch record documents was performed for h12a10151 with no issues noted during the manufacturing process. There were no deviations from standard procedure.